Manufacturer narrative:
The report of ineffective stimulation was not confirmed. Analysis of the returned ipg found it had no physical anomalies, it communicated with all lab utilities and passed all tests on the ate.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-19426. Related manufacturer reference number: 1627487-2021-19427. It was reported that the patient experienced ineffective therapy. Diagnostics revealed that the impedances were in normal range but on the lower side. Preprogramming was unable to resolve the issue. As such, surgical intervention took place on (B)(6) 2021 wherein the ipg and right extension was explanted and replaced to address the issue. However, the effective therapy was not achieved. CT scan revealed that the lead had migrated. As such, additional surgical intervention took place on (B)(6) 2021 where in the right lead was explanted and replaced with a new lead addressing the issue. Reportedly, patient is receiving effective therapy post operatively.